Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had low out of range shock impedance value that was 0 ohms. Boston scientific technical services (ts) discussed checking for a source of emi. The lead remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that the impedances were back within normal range, and no further action will be taken by the physician.